Event description:
It was reported that the ventricular thresholds increased and the sensing decreased but that the patient's pacing percentage has also increased. Patient is currently undergoing hemodialysis. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.